Event description:
The customer stated that a patient who was being monitored monthly for ca 19-9 generated a lower than expected result on the architect ca 19-9xr assay. The patient's last ca 19-9 value was approximately 2300 u/ml, but the current value was 26.56 u/ml. The sample was sent to a reference lab (method unknown) yielding results of 27.04 and 22.81 u/ml. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Patient identifier - the entire number is (B)(6).

Manufacturer narrative:
Review of ticket trending and a lot search did not identify atypical complaint activity related to the issue under review. Accuracy testing using panels with known ca 19-analyte concentrations was completed using retained kits of reagent lot 31203m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the suspect reagent lot performed per specification. There is not enough information to reasonably suggest a malfunction; this issue was limited to a discreet patient sample.